Manufacturer narrative:
On 4/1/2021, mentor became aware that lot 147501 was erroneously omitted initial report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: according to the information received, the patient experienced a deflation in the sal smooth rnd diap 375cc. The product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 375cc breast implant had a crease/fold on the posterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the crease/fold measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Reason for device explant and/or reoperation: deflation. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with a 375cc mentor smooth round moderate profile saline breast implant experienced right sided deflation post procedure. As a result, patient underwent bilateral removal and replacement with two 325cc mentor smooth round moderate profile saline breast implants on (B)(6) 2021.